Event description:
Customer reports that y-tubing restricts the flow of fluids while using with the (B)(4) continu-flo solution set. The reported condition occurred during priming. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
Samples were not available for evaluation; therefore the reported condition of no flow could not be confirmed or duplicated and the assignable cause could not be duplicated. The lot number is not known; therefore a batch review cannot be performed. (B)(4)